Event description:
(B)(4) repeatedly shipped dexcom g7 diabetic continuous glucose monitors in a quantity of 9ea to an address of (B)(6) during freezing wintertime conditions. The average daily temperature was continuously below 32 f during the time period that these shipments occurred. (B)(4) shipped using fedex ground shipping in simple non-insulated single wall cardboard shipping boxes. Upon receiving these dexcom g7 sensors, I began to insert the cgm sensor and wear tem for the period of 10 days for each sensor. The accuracy of these sensors was compromised by shipping them in below freezing conditions and all 9 sensors did not perform with accuracy. In addition, the bluetooth connectivity was poor. I contacted dexcom customer support and after extensive troubleshooting via dexcom support, we determined these sensors were exposed to continuous storage temperatures below the required temperature range of 40 f and above. Dexcom reached out to (B)(4) and (B)(4) told me to dispose of the 9 previously received sensors and they would re-ship the dexcom g7 9 sensor order. Upon receipt of the replacement dexcom g7 sensor shipment from (B)(4) , I noted the delivery temperature for fedex ground shipment was below 10 f that day. The second shipment was also compromised in accuracy and did not perform as expected, returning seriously and significantly poorly accurate glucose numbers that did not match the twice daily blood glucose meter numbers obtained from a needle stick from a finger prick blood glucose meter measurement by contour next meter. Again, dexcom advised me to discontinue use of these faulty g7 cgm sensors. (B)(4) advised me that they had no alternative delivery packaging and shipping methods. In other words, (B)(4) did not offer a fedex overnight or second day air delivery option nor would edgpepark use insulated shippers and thawed ice packs to stabilize the shipment against below freezing conditions. In other words, (B)(4) has been shipping these temperature sensitive diabetes medical devices without any concern for temperature stability and exposure to sub freezing temperature conditions during wintertime and (B)(4) delivers these dexcom sensors throughout the northern cold latitudes of the us without any regard for thermal stability. I am not the only customer of (B)(4) , who has received dexcom g7 cgm sensors during wintertime and at this time (B)(4) has not been willing to make any changes to its supply chain logistics in order to satisfy the dexcom g7 cgm sensor requirement for maintenance of temperature above 38 f at all times during shipping and storage. I am currently still being billed for the shipment of 9 dexcom g7 sensors that were shipped outside of the 38 f low temp limit for thermal stability as stated in the dexcom g7 cgm application for approval of this diabetes medical device. Dexcom g7 cgm sensor readings do not agree with contour next blood glucose meter readings due to improper storage and shipment conditions during subfreezing weather conditions and lack of insulated shippers and use of ground shipping into (B)(6) area in january 2024. Reference reports mw5164286, mw5164287, mw5164288, mw5164289, mw5164290, mw5164292, mw5164293, mw5164294, mw5164295, mw5164296, mw5164297, mw5164298, mw5164299, mw5164300, mw5164301, mw5164302, mw5164303.